Event description:
Patient's floor was wet near the IV pole. There were no alarms from the IV pump. We opened the IV channel and a hole was noted near the pump segment of the versasafe infusion IV tubing. New tubing and IV bag was setup.